Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. After an unspecified period of time, the patient experienced pain, redness, and pus at stoma site. On (B)(6) 2017, the patient experienced stoma site infection. An increase in inflammatory response by blood test was also confirmed. Patient was treated with IV antibiotic cefazolin sodium 2 gm twice a day for one week. On (B)(6) 2017, antibiotic was stopped and the symptoms and blood test results were improved.